Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product was disposed.

Event description:
It was reported that dr. Drilled and measured for a 26mm screw. He elected for a variax locking screw, 3.5 + 26 mm (614626). The screw would not lock in the plate. We switched to a new screw of 614626 + seated it in the plate.